Manufacturer narrative:
(B)(4). The lot was manufactured november 26, 2015- november 27, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp for a clearlink continu-flo solution set was not properly regulating flow resulting in over infusion. When the flow was calculated to 100cc/hr the entire 500cc bag was infused within an hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.